Manufacturer narrative:
(B)(4) results: death. Eval, conclusion: no conclusion can be drawn.

Event description:
The pt had 2 endeavor sprint stents implanted during the index procedure. One in the distal rca and the other in the right posterior descending artery. At 30 day/6 month/1 yr/1.5 yr/2 yr follow ups: pt was asymptomatic. Approximately 2 yrs from the index procedure, the pt presented with vf and was transferred to the ICU. It was reported that the pt subsequently died. (Ref MFR # 9612164-2011-00551).